Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery, when placed on the controller port, did not provide power. The device has been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. As a result, the reported event could not be confirmed or duplicated during testing. Based on the investigation conducted, a possible root cause of the reported event can be attributed to a marginal connection between the battery and controller. If information is provided in the future, a supplemental report will be issued.